Event description:
The patient completed preoperative examinations after admission and underwent surgery at a scheduled time. During the surgery, tension bands and metal bone needles were used. The general condition of the postoperative patient is satisfactory. 12 days after surgery, the patient experienced swelling and exudation of the wound on the right knee. The outpatient department was admitted to the hospital again for poor wound healing, and was debrided again to clean up the necrotic tissue and infected tissue in the knee joint. After strict debridement, sensitive antibiotics were used for anti-infection treatment, and the wound was healed and discharged. No device is available for evaluation. Event date: 12/01/2025, procedure date: (B)(6) 2025. Information was received on 11.02.2026 stating: please refer to the event description, other information requested is unknown.